Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The returned sample was visually inspected with no defects observed. Leak and luer taper tests showed no failures. While the defect was not confirmed in the tested sample, the reported event aligns with a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
According to the event description air was noted in blood line after treatment initiation at the connection of fistula needle and blood line. Reportedly the treatment was discontinued.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.